Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50 x 38 synergy drug-eluting stent was advanced but severe resistance were encountered and so the device failed to cross the lesion. The device was remove from the patient's body and found the stent struts to be lifted. The procedure was completed with different device. No patient serious injury nor complications were reported.